Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 33 x 2.75 target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Pre-dilation was performed with a 2.5x12mm balloon. A 2.75x38mm promus element ¿ long stent was advanced to treat the lesion, however, the stent got deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.